Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was sticking and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/04/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint that the ok keypad button was sticking and required multiple button presses was not able to be duplicated; all keypad buttons responded appropriately. No buttons were found to be sticking. The keypad cover was removed and no evidence of damage or contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.